Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, radiolucent drive device, (B)(6) 2021. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all pre-repair diagnostic assessments and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during pre-surgery, it was observed that the adaptor device had a heating issue while in use with a radiolucent drive device that would not hold the drill bits and an attachment device that was not rotating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.